Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: non sterile part: 60123890, lot: 19p2947, manufacturing site: (B)(4), release to warehouse date: oct 22, 2019. A manufacturing record evaluation was performed for the non sterile part: 60123890, lot: 19p2947, and no non-conformances were identified. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2020, the surgeon was converting the patient to total hip arthroplasty. The patient was experiencing pain and needed to remove a femoral neck system plate and screws. Nothing was broken. The 5.0 mm locking screw was stripped but was removed successfully. There was a surgical delay of five (5) minutes. The procedure was successfully completed. This report is for one (1) femoral neck system plate 1 hole, sterile. This is report 1 of 4 for (B)(4).